Event description:
During the procedure, the physician used a wilson-cook tracer metro wire guide. During pre-test while the wire-guide was being flushed with water, the coating of the wire guide detached near the distal end. No contact was made with the patient.